Manufacturer narrative:
Concomitant medical device: d274trk ICD; 693558 lead implanted (B)(6) 2011.

Event description:
It was reported that the patient experienced diaphragmatic stimulation caused by the left ventricular (lv) lead. No capture noted on the lv lead and the lead was removed. The physician tried to implant a new left ventricular (lv) lead, but the lead had no capture and the patient continued to have stimulation. The lead was not used and not replaced. No further patient complications have been reported as a result of this event.